Event description:
The customer reported a problem with irrigation. The surgeon stated a corneal burn occurred. The surgeon was in the sculpt mode when the corneal burn occurred. The surgeon closed the wound with one suture.

Manufacturer narrative:
The customer stated the handpiece was used in subsequent cases with no problem. The company service rep examined the system. No problems were found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, 11/1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/29/2009.